Manufacturer narrative:
Corrections: a2, b3, b5, h10 product event summary: the controller, four batteries (bat594076, bat302529, bat302376, bat324205) and one controller dc adapter were returned for evaluation. Two controller ac adapters (unknown serial number) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual inspection and functional testing. A 10x magnification visual inspection of the controller did not reveal any hairline cracks around power ports. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several momentary disconnections involving bat594076, bat302529, bat302376, bat324205. Momentary disconnection will result in an audible tone or "beep". Analysis of the alarm log files revealed sixteen (16) critical battery alarms due to communication errors involving bat302529, bat324205 and bat302376 and an unknown battery with a serial ID of ¿0¿ since 22/aug/2018. A communication error prior to the patient receiving an smr controller most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. The sealed state does not impact normal operation. Additionally, review of the log files revealed several instances where the relative state of charge (rsoc) recorded was a value between 101-201 involving the batteries, indicative of a communication error. Analysis of the event log files revealed multiple controller power-ups and associated pump start events logged since (B)(6) 2018. Several momentary disconnections were recorded leading up to the losses of power. As a result, the reported events were confirmed. There is no evidence that lubrication servicing was performed on the reported devices. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the reported "intermittent beeps" may be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and batteries. The most likely root cause of the reported communication errors can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog #: 1650de / serial #: bat594076 h3: yes dev rtn to MFR? Yes h6: FDA conclusion code(s): 4307 d4: catalog #: 1650 / serial #: bat302529 h3: yes dev rtn to MFR? Yes h6: FDA conclusion code(s): 4307 d4: catalog #: 1650 / serial #: bat324205 h3: yes dev rtn to MFR? Yes h6: FDA conclusion code(s): 4307 d4: catalog #: 1650 / serial #: bat302376 h3: yes dev rtn to MFR? Yes h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d1: heartware ventricular assist system ¿ controller dc adapter d4: catalog #: 1440 / expiration date: 24-apr-2018 / serial #: cdc200930 d10: yes, return date: 19-mar-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 24-apr-2017 h6: FDA method code(s): 10 d1: heartware ventricular assist system ¿controller ac adapter d4: catalog #: 1430us / expiration date: unk serial #: UDI #: asku h3: yes h4: mfg date: unk d1: heartware ventricular assist system controller ac adapter d4: catalog #: 1430us / expiration date: unk / serial #: UDI #: asku h3: yes h4: mfg date: unk this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated three of the batteries had a communication error and one battery exhibited a critical battery alarm.

Manufacturer narrative:
Product event summary: the controller, four (4) batteries, two (2) controller ac adapters and one (1) controller dc adapter were not returned for evaluation. Log files analysis revealed several momentary disconnections involving the batteries. Momentary disconnection will result in an audible tone or "beep". Analysis of the alarm log files revealed sixteen (16) critical battery alarms due to communication errors involving three batteries and an unknown battery with a serial ID of ¿0¿ since (B)(6) 2018. A communication error prior to the patient receiving an smr controller most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. The sealed state does not impact normal operation. Analysis of the event log files revealed multiple controller power-ups and associated pump start events logged since (B)(6) 2018. Several momentary disconnections were recorded leading up to the losses of power. As a result, the reported events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the reported "intermittent beeps" may be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and batteries. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, four (4) batteries and one (1) controller dc adapter were returned for evaluation. Two (2) controller ac adapters were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log files analysis revealed several momentary disconnections involving the batteries. Momentary disconnection will result in an audible tone or "beep". Analysis of the alarm log files revealed sixteen (16) critical battery alarms due to communication errors involving three batteries and an unknown battery with a serial ID of ¿0¿ since (B)(6) 2018. A communication error prior to the patient receiving an smr controller most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. The sealed state does not impact normal operation. Analysis of the event log files revealed multiple controller power-ups and associated pump start events logged since (B)(6) 2018. Several momentary disconnections were recorded leading up to the losses of power. As a result, the reported events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the reported "intermittent beeps" may be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and batteries. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. Additional products: d4: battery (B)(6). D10: yes, return date: 19-mar-2019 h3: yes. Dev rtn to MFR? Yes. H6 FDA method code(s): 10 d4: battery (B)(6). D10: yes, return date: 19-mar-2019. H3: yes dev rtn to MFR? Yes. H6 FDA method code(s): 10. D4: battery (B)(6). D10: yes, return date: 19-mar-2019. H3: yes h6 FDA method code(s): 10. D4: battery (B)(6). D10: yes, return date: 19-mar-2019. H3: yes h6 FDA method code(s): 10. H6 FDA results code(s): 213. H6 FDA conclusion code(s): 67. D4: dc adapter (B)(6). D10: yes, return date: 19-mar-2019. H3: yes. H6 FDA method code(s): 10. H6 FDA results code(s): 3213. H6 FDA conclusion code(s): 12, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650de / expiration date: 01/31/2019, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 01/15/2018, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650 / expiration date:08/31/ 2016, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 08/31/2015, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 10/31/2017, UDI #: (B)(4), device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 10/31/2016, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650 / expiration date: 08/31/2016, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 08/31/2015, labeled for single use: no. Brand name: heartware ventricular assist system ¿ dc adapter : dc adapter / (B)(4) / model #: 1440 UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, labeled for single use: no. Brand name: heartware ventricular assist system ¿ ac adapter : ac adapter / (B)(4) / model #: 1430us, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, labeled for single use: no. Brand name: heartware ventricular assist system ¿ ac adapter : ac adapter / (B)(4) / model #: 1430us, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient felt "were going to pass out" and went to the emergency department. It was further reported that the vad controller exhibited a high priority pump stop alarm, multiple critical battery alarms and intermittent beeps. It was noted that the controller exhibited multiple pump start events. The controller and power sources were exchanged. No further patient complications have been reported as a result of this event.